Event description:
It was reported that pump experienced malfunction with code 12, and no other notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.